Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. Upon interrogation an error message was present. Additionally, the s-ICD appeared to have migrated. Boston scientific technical services (ts) reviewed the available information and indicated the error message was a result of excessive magnet application. It was indicated the longevity impact due to magnet/beeper is less than 1% from total capacity. The physician performed a follow-up and found no reason to perform intervention. No adverse patient effects were reported.